Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead was unable to be placed into the coronary sinus. The lead was not implanted and a new lead was installed. The patient was stable during and following the procedure.